Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, two days post implant, the patient experienced heart rates in the 20's. There was loss of capture noted on the right ventricular (rv) lead, along with high thresholds. Reprogramming was performed initially and a lead revision was scheduled. The lead remains in use. No patient complications have been reported as a result of this event.